Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) could not be interrogated. It was noted that the device was completely depleted and had no output. The device was explanted and replaced. No patient complications have been reported as a result of this event.